Manufacturer narrative:
(B) (4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Event description:
On (B) (6) 2010, the home patient (hp) contacted baxter's technical service representative (tsr) stating that she has just gotten back from the hospital after having peritonitis. The nurse sent her home with some solution bags that have antibiotics in them, but the hp stated that they are ultra bags (hp was instructed to put the medicated bags on the final line). The tsr explained that ultra bags will not attach to the final line spike. The tsr advised the hp to call the nurse and ask her what to do. The hp understood the explanation and will call the nurse.